Manufacturer narrative:
The reported complaint of the thermogard ivtm system (sn (B)(4)) displayed "tcmid:05" (coolant diff failure) error message was confirmed based on the review of the event logs and further in-depth device investigation. Upon testing the thermogard system, noticed a bad contact of lm34a/b connector on the I/o board and the pic16 board, likely attributed to normal wear and tear. The thermogard xp ivtm system was manufactured in november 2012 and is nearly 9 years old, well past the expected service life of 5 years. Upon visual inspection, no physical damage was observed. The event log review showed two tcmid:05 error messages have occurred, thus confirming the reported complaint. Upon further testing noticed a bad contact of lm34a/b connector on the I/o board and the pic16 board. The lm34a/b connector on the I/o board and the pic16 board were cleaned and reseated to address the tcmid:05 error message. Following service, the thermogard xp ivtm system passed the final functional test and electrical safety test without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for thermogard xp ivtm system with sn (B)(4).

Event description:
During ivtm therapy, the customer reported the thermogard ivtm system (sn (B)(4)) displayed "tcmid:05" (coolant diff failure) error message. Another thermogard system was used to continue the therapy. Patient's status information was requested but the customer did not provide a response.